Manufacturer narrative:
Product ID: 900304, product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional details were provided on a later date. Following the transseptal puncture, there was a sudden drop in blood pressure. An emergency transthoracic echocardiogram revealed a pericardial tamponade. A subxiphoid puncture was performed and a pigtail catheter was inserted for drainage, which lead to the patient immediately stabilizing. The punctate showed venous blood that continued to flow from the first impression. The hemorrhage stopped at 800 milliliters of blood. Echocardiographic monitoring showed only a slight pericardial effusion; however, after five minutes, there was another sudden drop in blood pressure. The first drainage effort was no longer helping, so the patient was transferred to the cardiac operating room. A slit-shaped perforation was found at the junction of the superior vena cava and the lateral right atrium. Following surgical treatment, the patient was transferred to the intensive care unit (ICU) in a hemodynamically stable condition. Following the procedure, the same models of integrated dilator/needle, sheath, and guidewire were used for testing. The physician manually kinked the wire for testing. It was noted that advancement of the kinked wire caused the slider to move forward and the needle to maneuver out of the sheath in an uncontrolled manner. It was surmised that this uncontrolled movement caused the perforation.

Event description:
It was reported that during a procedure, the sheath and the integrated dilator/needle were introduced into the patient and attempts were made to place the products in front of the septum. A perforation of the free-standing right atrial wall occurred. The physician suspected that the rotating maneuver, combined with a small right atrium and very thin vessel walls, contributed to the perforation. The procedure was aborted. The patient was admitted to the cardiac surgery department and was successfully operated on. The patient was subjected to an extended hospitalization and was recovering well.

Manufacturer narrative:
Continuation of d10: product ID: 900311; product type: transseptal integrated dilator/needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.